Manufacturer narrative:
Corrected data: d4 ¿ UDI. D9: date returned to mfg 5/15/2024. One device was received for evaluation. Visual inspection found a corroded dso sensor, worn uso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "cassette not attached" error. There was no patient involvement, and no harm/adverse event was reported.